Event description:
Procedure type: lung resection.according to the reporter:during ending of cutting, the staples were not applied on tissue. Severe bleeding. Physician performed a hand construction of lung parenchyma.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)